Manufacturer narrative:
Product event summary: analysis confirmed the reported power on issue; battery voltage was 6.8 volts. The self test error was not confirmed. Analysis also found the lower display showed two interrupted lines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported switching the device on didn't work. It was also reported there was a self test error. The epg (external pulse generator) was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.